Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 73-year-old patient was implanted on (B)(6) 2024 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2025 patient presented with pain and hardness on the left breast level. Cellulitis on the left breast is improving but persistent pain and discomfort is present. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Manufacturer narrative:
The dimension of the biozorb marker was incorrectly communicated by the medical report (1x3cm). This is not a dimension of biozorb marker that hologic had in the portfolio of products. Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.